Manufacturer narrative:
Date of event changed from (B)(6) 2010.

Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted; one in the 1st obtuse marginal and one it the distal lcx. It is reported that the pt reported to the emergency room complaining of black tarry stools approx 4 months post index procedure. Lab studies confirmed anemia. It was diagnosed that the pt had a probable gastrointestinal (gi) bleed. Pt received 3 units of packed red blood cell transfusion. Pt was taking aspirin and prasugrel 24 hours before the event. It is reported that the pt recovered with treatment. In investigator has indicated that the event was not related to either the study device or the study procedure. (Ref MFR # 2953200-2011-00405).